Event description:
The receiver/stimulator of the pt's device extruded through their skin flap. The device was explanted. Per the surgeon, the pt has an autoimmune disorder which he assumed to be the cause of the extrusion. Reimplant surgery is planned after the pt's skin flap heals.